Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site. No accidents, falls, or trauma were reported. Surgical intervention was undertaken wherein the ipg was explanted, replaced and the ipg pocket was moved to a new location. Effective therapy restored.